Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and two remaining test strips was provided for investigation where they were tested using a retention control. Testing results (qc range = 2.3 - 3.5 inr): customer meter with customer strips: 2.3 inr. Customer meter with customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Medwatch field occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 8:05 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 2.8 inr. At 10:00 a.m. On (B)(6) 2020, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.0 inr. The patient was put on heparin based on the laboratory value. The patient's therapeutic range is 3 - 4 inr.